Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that the motor device would not lock/keep the burr device into place. During in-house engineering evaluation, it was determined that the motor device could not secure/lock the cutter device, the device ran in the locked position (was power broken), and the hose and locking components were damaged. The device also failed pretests for hose verification, cutter lock and safety. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.